Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. Csi ID: (B)(4).

Event description:
A wirion embolic protection system was deployed in the distal popliteal artery using fluoroscopy. Orbital atherectomy was performed in the distal and proximal superficial femoral and proximal popliteal arteries. Balloon angioplasty was performed post-atherectomy. A stent was advanced but there was resistance in the sheath and the stent was then removed. The wirion filter was going to be removed in order to perform a wire exchange, however under fluoroscopy it was noted that the peripheral viperwire guide wire was bunched and kinked in the filter. Attempts were made to advance the retrieval catheter, however this was prevented by the kinks in the guide wire. The system was retracted with the sheath into the external iliac artery in hopes that the filter would collapse into the retrieval catheter, however the viperwire fractured and the spring tip and filter remained in the external artery. Attempts to snare the devices were unsuccessful. A wire exchange was performed and a stent was deployed across the wire and filter. An angiogram was performed and showed patent vessels, and the patient remained in stable condition.